Event description:
Information received from the field notes that when the patient was seen for a pacemaker check, the device could not be interrogated and there was no response to magnet application. The patient is very thin and in sinus rhythm of 55 bpm.